Event description:
It was reported that the earlyvue vs30 was providing inaccurate pulse results. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The customer advised that the pulse results are accurate, low values. The customer could not provide any part information for the accessories being used but stated that he believed their facility likely used the initial philips accessories that accompanied their new equipment but typically used 3rd party accessories going forward. It was also mentioned that it is understood that other factors such as patient movement (motion artifact) could also contribute to the results seen. The rse reviewed the instructions for use (IFU) guide with customer.the rse also advised the customer that the use of 3rd party accessories with the philips vs30 monitors was not supported by philips and advised using philips approved accessories. The customer declined receiving onsite service at this time but agreed to receive the documentation and would forward it to their nursing staff. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the use of unapproved accessories. The rse provided the customer the instructions for use guide with specific pieces of information pointed out.